Event description:
It was reported that while the ventilator was connected to a patient, it generated an alarm indicating a technical error in the expiratory cassette. The unit was then reported as stopped ventilating. There was no patient harm or injury reported. (B)(4).

Manufacturer narrative:
No service was requested by customer, therefore no field service engineer (fse) was dispatched to investigate the reported issue further. Requests for further information and device logs were sent to the customer, but despite several reminders being sent, no reply was received. A technical error in the expiratory cassette will not affect ventilation, as it is used only for measuring. As no further information, parts, or logs have been returned for investigation in regards to the technical error in the expiratory cassette or the reported stoppage of ventilation. It cannot be confirmed, nor can the root cause for the failure be established from this investigation.

Event description:
(B)(4).